Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The pouch presented a hole on the printed side of the pouch near the patient tracking labels area. Microscopic evaluation found that the impact was from the inner side to the outer side. No manufacturing or packaging defects were found. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and absorbable straps were used. Prior to using on the patient, the outer packaging was noted to be torn. It was not used on the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.